Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01048. 0001822565 - 2020 - 01049.

Event description:
It was reported that patient is experiencing pain, elevated cobalt levels, chronic toxic encephalopathy, and ambulation difficulties approximately 10 year post implantation and underwent a revision surgery approximately 1 year later. During the procedure, corrosion, slight metallosis, osteolysis and tissue damage were noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number is unknown. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.